Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) france alleging that her onetouch veriopro meter displayed a meter message to ¿contact customer service.¿ the complaint was classified based on the customer care representative (ccr) documentation. The ccr was advised by the patient that the alleged inaccuracy began ¿a month ago¿, prior to contacting lfs. The patient informed the ccr that she manages her diabetes with insulin (no adjustments). The patient denied taking any action in regards to her regular diabetes management routine as a result of the alleged issue. The patient stated that a ¿few days¿ after the alleged issue she developed the symptoms of ¿felt tired, started to sweat and had blurry vision.¿ the patient denied receiving any treatment. At the time of trouble shooting, the ccr confirmed that there was no misuse of the meter, it was not the first time the product was being used and the issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 5/1/2015 and evaluated by lifescan product analysis on 5/5/2015 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. A DHR (device history record) was completed on (B)(6) 2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.